Event description:
Related manufacturer report numbers: 2938836-2017-24645 and 2017865-2017-03938. Both the right atrial (ra) and right ventricular (rv) leads had become dislodged due to patient activity. The dislodgement of the ra and rv leads resulted in noise and an increase in impedance on the ra and rv channels. The patient received inappropriate therapy due to the noise and dislodgement of the rv lead. The leads were explanted and replaced; however, the noise was still evident on both channels. The device was also explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Regarding the field report of lead dislodgement, the full helix extension length test could not be measured due to the as received condition of the helix. As received, the helix was extended slightly bent/stretched and clogged with blood/body fluids. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed damage consistent with that occurring at the time of explant.